Manufacturer narrative:
The investigation for the pump stop has been completed. No product was returned for evaluation. Clinical details noted that pump stop occurred after insertion and "impella defective" alarm was triggered. Data logs from field showed that pump had an immediate pump stop with an "impella stopped - motor current high" alarm. No "impella defective" alarm was seen in logs. Serial number of pump that experienced pump stop was 524314 and pump was replaced with pump sn 524311. The root cause of the pump not starting cannot be determined as limited clinical details were provided and no product was returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that patient was implanted with impella cp for support during high risk percutaneous coronary intervention (hrpc). However, the pump stopped after insertion at the beginning of the procedure. The doctor stated that it was very difficult to insert the pump through the sheath into the artery. During the procedure it was not possible to restart the pump, so it had to be switched to another pump. The patient was reportedly in a stable condition.